Event description:
The information received from the affiliate states that after placing a stent in the right renal artery, the physician attempted to withdraw the guidewires from the patient and the sv wire stretched at the distal tip and separated in the patient. The patient was a female (age unk). The vessel was described as mildly calcified and moderately tortuous. The rate of stenosis was 60-70%. The physician made access to the patient in the right femoral artery. Two guidewires (sv wire, 503-588x, 70406796 and deja-vu, size: unknown / asahi intecc) and an 8 fr. Brite tip guiding catheter were inserted to the lesion via a sheath introducer (size: unk / terumo). There was pre-dilatation of the lesion using a balloon catheter (slalom thrill, 439-4020s). The physician then advanced a palmaz (p1505e / lot r0406392) to the lesion, over the two guidewires, and the stent was deployed into the lesion. Following dilation, the physician attempted to remove the guidewires, but the implanted stent dislodged from the lesion, into the aorta. The physician placed the stent into the left external iliac artery and dilated the stent using a balloon catheter (powerflex p3, 7 mm x 4 cm, catalog and lot no: unknown). The physician then went back and placed another stent (p1506e / lot r0506026) in to the renal artery and its placement was successful. After the second stent was placed into the lesion, the physician attempted to remove the guidewires from the patient but the tip of the product remained at the periphery of renal artery. There was no resistance during its withdrawal. He pulled the product out through the guiding catheter, but the product was separated. The separated tip has remained in the patient's vessel. The patient has been followed without a surgery.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.